Manufacturer narrative:
A simulator was connected to an emergency department monitor, triggered an alarm, and confirmed that there was no audio coming out of the workstation. System logs were not able to be collected as the system indicated a bad hdd. Customer biomed, with the assistance of mindray field service, investigated the audio problems of the central station and it was found that the staff not hearing the audible alarm was caused by the incorrect connection of the speaker cables to the kvm in the server room. This led to the audio of the alarm not sounding at the nurse's station. It is likely the equipment was altered after the manufacturer installation. The mindray representative adjusted the cables that were incorrectly connected. He moved the two cables mistakenly inserted into the microphone ports to the corresponding speaker ports. After the adjustment was completed, the audio alarms functioned per specifications. Mindray panorama central station performed per specifications.

Event description:
It was reported that on (B)(6) 2025, between 6:30 am and 7:30 am, clinical staff did not hear an alarm at the workstation (panorama central station). In addition, it was reported the patient was only connected to patient monitoring (mindray v12). The patient expired.